Event description:
It was reported that during the implant procedure the right atrial (ra) lead pacing impedances were 1500 ohms thru the pacing system analyzer (psa), and 2000 ohms when connected to the pacemaker. It was noted the thresholds were within normal limits, and fluoroscopy was performed, which looked good. Boston scientific technical services (ts) discussed that if all other factors indicated a good lead location and no lead issues, they wouldn't recommended repositioning the lead. The implant procedure was successfully completed, and the ra lead remains in service. No adverse patient effects were reported.